Event description:
It was reported during device change out, a high capture threshold was observed on the rv lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.